Event description:
The pt was implanted with three leads; one was placed in the thoracic region and two leads were placed in the occipital region (off-label). It was reported the pt experienced excruciating pain in her hips and went to the emergency room. She stated she could not put any weight on one of her legs and she felt the system was not helping her pain. She reported she had been unable to use the bathroom and thought it may be a bladder issue. The ER physician and implanting physician reported they were unsure of the cause of the issue but did not feel it was device-related. It was reported the pt's stimulation to her legs was turned off but the occipital stimulation was left on. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.